Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 326 mg/dl to 444 mg/dl with moderate ketones. The bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, no drops of insulin were seen at the end of the tubing. Reportedly, the luer lock connection appeared to be crooked. Additionally, it was reported that the customer used humalog insulin for 72 hours. The customer changed the infusion set to address the reported issue and resumed insulin delivery. A follow up with the customer confirmed that the bg level lowered to 325 mg/dl.